Event description:
This female patient with a history of hyperlipidemia, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension was admitted for carotid artery stenting. She was symptomatic at the time of treatment with a stroke scale score of 5. The target lesion was an 80%, 36mm stenosis in the ostium of the left internal carotid artery. The lesion was mildly calcified and concentric. An angioguard with a 6mm basket was deployed distal to the target site without difficulty. An 8.0 x 40mm precise stent was deployed in the lesion without complication. Upon removal of the angioguard, there was no debris in the basket. There were no reported complications and the patient left the angiography suite in stable condition. Later that same day the patient expired. The cause of death was determined to be cardiac. The details are not known at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.